Event description:
It was reported to boston scientific corporation that a obtryx transobturator mid-urethral sling systemwas implanted on (B)(6) 2007.according to the complainant, post-procedure, the patient presented with an unspecified injury.all other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.